Event description:
A malfunction alarm with the code "malf 12" was reported, and the customer received assistance in resetting the pump. The impact on the customer's blood glucose level was unknown as the customer declined to answer. Technical support provided information on how to reset the pump, and the issue did not recur after the reset. The customer was advised to continue using the pump and to contact support if the issue appeared again.